Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler/fmc cassette malfunction or product deficiency was associated with this event. The cause of the peritonitis cannot be determined with the information available. Peritonitis is a well-known potential complication in pd patients. The patient¿s pd culture yielded growth of pseudomonas which is bacteria found widely in the environment and is often associated with infection and subsequent removal of the pd catheter (not a fresenius product).

Event description:
It was reported that a peritoneal dialysis (pd) patient was experiencing abdominal pain and on (B)(6) 2019 was hospitalized with peritonitis. The pd registered nurse (pdrn) indicated she does not have the hospital discharge summary and has limited information about the patient¿s hospitalization. She stated a pd culture was obtained and grew pseudomonas. Reportedly, the patient¿s pd catheter was removed, and the patient was transitioned to hemodialysis. The pdrn did not know any additional treatment details and does not know date of discharge. The cause is unknown as she does not have the hospital report. The pdrn stated the patient did not have any fluid leaks, or product related issues associated with the peritonitis infection.